Event description:
An (B)(6) year old female underwent fiberoptic bronchoscopy with lavage, cervical mediastinoscopy, right thoracoscopy, robotic middle lobectomy and mediastinal lymph node dissection on (B)(6) 2013. Intraoperatively, the surgeon identified that one of the two strut arms of the clip applier was fractured, a piece of metal approx one to two centimeters in size. The surgeon's attempts to locate this metal tip fragment was unsuccessful.